Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation, device exhibited some brief mode switches that appeared consistent with noise on the atrial lead. Patient was asymptomatic to the events. No programming changes were made. Plan is to monitor the patient on routine device follow up schedule.